Manufacturer narrative:
D4 serial and primary UDI number were revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary -hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely patient condition related since the clinical team confirmed the afterload was high & hemolysis improved after albumin fluid was given and also by reducing p-level to lower p-level.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 46-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage b shock, and on respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was hematuria. An echocardiogram showed the inlet mid-ventricular 3.7cm from annulus. Decision not to reposition. Lactase dehydrogenase (ldh) was 1,800 and the urinalysis showed large blood with red blood cells (rbc) 52. The mean arterial pressure (map) was noted to be 110mmhg. 250mls albumin was given and the p-level was reduced from p-8 to p-6, which resolved the issue and cleared the urine. Two days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 1.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.